Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j employee. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the USA as follows: it was reported on (B)(6) 2022, during evaluation at service and repair it was found out that the torque limiting ratchet handle had failed in calibration. There was no patient involvement. This complaint involves one (1) device 10nm torq limiting ratchet handl-6mm hxc. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6 investigation summary service and repair evaluation: during evaluation at service and repair it was found out that the torque limiting ratchet handle had failed in calibration. The repair technician reported the device failed test and torque analyzer step. The repair technician reported the device required further testing at the supplier. The cause of the issue is torque failed low. The minimum peak was 9.96 nm and is below the torque range of 10.2 nm to 11.8 nm. The item will be repaired and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 31. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history part #: 03.620.061. Synthes lot #: h892210-20. Supplier lot #: h892210-20. Release to warehouse date: 21 oct 2020. Supplier:(B)(4). No ncr's generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.